Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 529 mg/dl. The customer also mentioned other blood glucose values such as 432 mg/dl, 358 mg/dl, 326 mg/dl, 244 mg/dl, 205 mg/dl, 207 mg/dl. The customer treated high blood glucose with insulin pump. The insulin pump will not be returned for analysis.